Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
There is no evidence at this time to support a conclusion that the reported pump stoppage was the cause of the patient's ultimate death. Upon inspection by the field service technician, it was found that the drive motor cable was physically damaged and will be expected to be replaced.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal pump turned off. As mitigation, the pump was handcranked for about five minutes. It was reported that the patient experienced temporary hypoxia and hypotension during the period of change to handcrank. The surgical procedure was completed successfully. There was no blood loss. It was reported that the patient later expired in the intensive care unit for reasons not identified by the reporter. Per clinical review: the manufacturer's clinical specialist corresponded with the field service technician in (B)(4) regarding the experience the perfusion team had with the centrifugal pump on the heart lung machine (hlm) during a cpb procedure on (B)(6) 2021. During the middle of a cpb procedure, the team noticed that the centrifugal drive motor was not working and the flow to the patient was not being generated from the pump. It was reported that the team checked all connections from the network interface card (nic) board and the centrifugal control module, and all seemed tight. It was further reported that no error messages were recalled by the perfusion team during this period of pump stoppage.

Manufacturer narrative:
A review of the data log of the device for (B)(6) 2021 during the relevant time period shows the following; 10:47:57 the centrifugal pump was started but loses power (pump would stop). 13:14:10 the pump powered up. 13:14:14 the centrifugal pump was started but loses power (pump would stop) 13:26:47 the pump powered up. 13:27:17 the pump was started. 18:01:44 the pump was stopped. 18:07:55 the perfusion screen was exited. An photographic image of the cable that links the pump motor to the control unit shows the cable frayed and damaged. The loss of power when the pump was started (as shown on the data log) is consistent with and likely caused by a short to ground causing the pump to stop.